Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmission, it was observed the patient's implantable cardioverter was oversensing post-paced t-waves and was oversensing far p-waves. The patient device was reprogrammed. Patient was in stable condition.